Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain. The error code "8286" empty reservoir was seen on the personal therapy manager "ptm" on (B)(6) 2016. It was unknown if the patient was due for a refill. The patient did not think it was long enough for him to need a refill and for some reason either missed the appointment or did not make an appointment. He has had the pump for a long time and has never had this issue. The patient was to follow up with the healthcare provider (hcp). The patient did not have any symptoms at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.